Manufacturer narrative:
The pump was received with button error alarm and had unresponsive act button due to moisture damage keypad traces. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the keypad is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.